Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the hysteroscope's pin was missing. There were no reports of patient involvement.

Manufacturer narrative:
. This report is being supplemented to provide additional information based on the approved final investigation. The device was returned to olympus for inspection, and the customer's complaint was confirmed. Light transmission was low. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it was confirmed the light transmission output was low. The cause of the low light transmission was attributed to broken fibers. Olympus will continue to monitor field performance for this device.